Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and pacing inhibition of over 2 seconds on the right atrial and right ventricular channels. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and pacing inhibition of over 2 seconds on the right atrial and right ventricular channels. No changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient has been feeling weak and fell. No evidence of syncope or presyncope episodes. Further evaluation of the patient was discussed. This device remains in service.